Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Associated study: rotating platform. Clinical adverse event received for abnormal radiographic evaluation¿resorption under anterior chamfer. Event is not serious and is considered mild in severity. Event is related to device and is not related to procedure. Doi: (B)(6) 2014. Doe: (B)(6) 2015. Dor: (B)(6) 2018. (Right knee). Revision to rule out infection vs bloody effusion resulting from loosening of femoral prosthesis. Intraoperative condylar fracture addressed on (B)(4).

Manufacturer narrative:
This is a duplicate report of MFR report # 1818910-2018-68239. MFR report # 1818910-2018-68442 is being retracted as it is report duplication. MFR report # 1818910-2018-68239 will be kept for investigation purposes.